Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 2 was not detected on the bus. A field service engineer found that the bus cables and test connections were partially disconnected. After reseated the cable connections, the device was tested in the hardware test application (hta) and with the user, confirming that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 2.1 and 2.2 were not detecting on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.